Event description:
Customer discovered while performing pre-use checks the ventilator started pressure limiting and activated the upper pressure limit alarm and also displayed the error message "pft restart". The biomed is still evaluating the ventilator and the defective part is unknown.